Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the sponge dislodged from the cap and blocked the scope. The physician completed the procedure with another scope, but did not use another locking device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.